Event description:
It was reported to boston scientific corporation that a captivator small oval snare was opened for use during a colonoscopy procedure. According to the complainant, during preparation, the snare loop would not open. No damage was noted with the device or its packaging prior to use. The procedure was completed using another captivator small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; cap connector detached.

Manufacturer narrative:
Investigation findings of cap connector detached. Investigation results: visual evaluation of the device found the cap connector detached from the handle, and the catheter was noted to be kinked. Functional evaluation was not performed due to the condition of the device (cap connector detached). The complaint that the snare loop was unable to extend was confirmed. Since the complainant confirmed there was no visible damage to the device prior to testing, it is most likely that the device was damaged during preparation. Therefore, the most probable root cause of the failures identified is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.